Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported having a patient that was injected with juvéderm vista voluma xc. Two to three weeks after the injection, the patient developed skin tightness, tingling sensation and feeling hot. Bumps and redness are also confirmed around the area. There was also a dull pain under the skin. The healthcare professional noted that "it seems like something occurred inside" and the patient is extremely likely to have delayed allergies. Patient was treated with allegra and hyaluronidase. Symptoms are ongoing.